Manufacturer narrative:
The review of the instrument run data did not identify any issues. Investigation on the product lot did not find any product problems. (B)(4)

Event description:
The customer alleged false positive result generated from the cobas liat system (s/n (B)(4)). A customer from (B)(6) reported that they got a sars-cov-2 positive result for a patient sample using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). Patient sample was collected using copan universal transport media c30. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. Although requested, no specific patient information was provided. It is unknown if the results were reported out to the patients and/or personnel treating the patients. The customer confirmed there was no allegation of harm to the patient. The review of the instrument run data did not identify any issues. Investigation on the product did not find any product problems.

Manufacturer narrative:
The customer started repeat testing with a system from procomcure biotech after noticing a high number of positive results. When the repeat testing results would be negative, the customer suspected false positives for the initial testing. Though requested, sample or run information was not provided by the customer and as a result the root cause could not be confirmed. An assessment was performed on analyzer (B)(4) which did not identify any anomalies through the dataset. An investigation was performed on the product and ruled out any contribution to the allegation. Corrected the suspect medical device from the instrument to the assay throughout the MDR. Corrected -device evaluation by manufacturer from no to yes. (B)(4).